Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound during testing. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound due to a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.